Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, multiple buttons on the keypad were not responding. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that certain keys of a spectrum pump keypad were not responding including the four top keys and the on/off, setup, ok, run/stop keys. Additionally, it was stated that for the keys to work you had to press hard. The event occurred upon device power-up in the emergency room. There was no patient involvement. No additional information is available.